Event description:
Per psr report, during refill call, patient reported having two defective cassettes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? No. Did we replace product? Yes. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? - resolved. Reported to (B)(6) by pt/caregiver.